Event description:
It was reported that a user contacted support due to an elevated blood glucose measured at 400 mg/dl by fingerstick, with the ilet indicating a high glucose alert; troubleshooting and education were provided, and the user elected to administer an external insulin injection with instructions to disconnect the ilet for two hours. Symptoms included hyperglycemia. Outcomes included user self-management with external insulin and temporary device disconnection. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event involved hyperglycemia of undetermined cause without reported injury, and the user received appropriate guidance for safe external insulin use and temporary disconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.